Event description:
It was reported that the ventilator was operating erratically and was also excessively draining the oxygen in CPAP or when used for bipap. The ventilator was hooked up to a "d" cylinder via the high pressure inlet and the ventilator was set at 100% oxygen. There were three patient events. The patients had mentioned that "something didn't feel right". One of the patients desaturated down to approximately 50% and required manual ventilation. The ventilator had low o2 pressure alarms.